Event description:
It was reported that the pump showed error code 42221. The issue occurred in the recovery room, while setting up the pump. The pump was replaced. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's problem was duplicated. Error code 42221 was present in the event history log. The cause of the issue was a defective mainboard. The mainboard was replaced to fix the issue.